Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off events on 07-may-2024. The infusion set was in use for 1.5 to 2 days. The glucose level at the time of incident was in between 150-200 mg/dl. No further information available.